Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the lead's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as being unintended use error caused or contributed to event.

Event description:
It was reported that the patient experienced inadequate stimulation, a loss of stimulation while standing overstimulation while lying down. Re-programming was attempted but was unsuccessful. Imaging was taken and it confirmed that the lead migrated. The patient underwent an unrelated procedure for carpel tunnel and it is believed the patient was roughly manipulated during that procedure and that may have caused the lead to migrate. The patient underwent a lead replacement procedure, regained pain coverage. It was also noted that during the revision procedure the physician punctured the dura, he applied a bloodpatch and the patient is doing well.

Event description:
It was reported that the patient experienced inadequate stimulation, a loss of stimulation while standing overstimulation while lying down. Re-programming was attempted but was unsuccessful. Imaging was taken and it confirmed that the lead migrated. The patient underwent an unrelated procedure for carpel tunnel and it is believed the patient was roughly manipulated during that procedure and that have caused the lead to migrate. The patient underwent a lead replacement procedure, regained pain coverage. It was also noted that during the revision procedure the physician punctured the dura, he applied a bloodpatch and the patient is doing well.